Event description:
It was reported that one week post-implant, the patient experienced a pocket infection. The implantable cardioverter defibrillator ( ICD) system was removed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.